Event description:
The hospital reported high desflurane output during a case. The operation was completed with the same device after switching from inhalation anesthesia to intravenous anesthesia. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic vaporizer was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).